Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Review of article entitled "management of glenoid bone defects with reverse shoulder arthroplasty¿surgical technique and clinical outcomes" by ashish gupta, et al., published in j shoulder elbow (2017). There were reported seven different patient complications. This complaint addresses the reported complication of early metaglene and glenoid bone graft loosening, due to inadequate fixation. This required a two-stage revision procedure to reconstruct and reinforce the native glenoid prior to re-implantation of the glenosphere-metaglene-screws implant contruct.metaglene and locking screws reported for loosening.